Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leads were connected in order to test prior to closing the pocket. It was determined that the lead needed optimization via repositioning. Tests were run through the analyzer and when connected the lead back to the implantable pulse generator (ipg), it was noticed that the set screw was out of the grommet and attached to the screw driver. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.